Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 4.0x6mm non-bsc balloon. While inflating, 'the balloon burst at 10atms. A 4.00x8mm liberte stent was unable to cross the lesion. The procedure was completed with a 4.00x8mm liberte stent. No pt complications were reported. Pt status reported as 'stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).